Manufacturer narrative:
(B)(6). (B)(4). Original surgery sometime in 2013. Device is not expected to be returned for manufacturer review/investigation. In the absence of the identification of the exact cause of the pain, it will be reported as a potential device-related event. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 30-jul-2012, expiration date: 30-jun-2021 part #: 04.003.357s, lot#: 6991690 (sterile) - 10mm ti lateral entry femoral recon nail-ex/380mm/lt - sterile. Raw material lot no: 6710875. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Scn no: (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ the event as per complaint description cannot be associated with the sterility process of the product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery done in 2013 for a titanium cannulated lateral entry femoral recon nail insertion due to a left leg fracture. On (B)(6) 2016 surgeon removed one (1)10mm femoral recon nail and four(4) 5mm locking screws from the patients left femoral bone. The reason for the nail removal was due to patient pain. The fracture was healed. No additional medical intervention was required. This report is for 2 devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Should be ae only; product problem selected in error. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.